Event description:
Report received that the patient was cardioverted for atrial fibrillation. Following the cardioversion, the patient was having pain at the nerve and going asystolic every 5 minutes, associated with stimulation. Patients device was temporarily programmed off. The patient was seen the next day and diagnostics were performed and noted to be within normal limits. No other relevant information has been received to date.